Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 113, 133 and 158 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 109 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is 08/22/2016. The meter memory was reviewed for previous test result history: 113mg/dl (B)(6) 2016 10:16 am fasting: yes; 133mg/dl (B)(6) 2016 11:09 am fasting: yes; 158mg/dl (B)(6) 2016 09:28 am fasting: yes; 115mg/dl (B)(6) 2016 02:16 pm fasting: yes; 191mg/dl (B)(6) 2016 11:41 am fasting: yes. Memory concerns: 113 133 158 115 191mg/dl.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 113, 133 and 158 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 109 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1: 113mg/dl (B)(6) 2016 10:16 am fasting: yes, 2: 133mg/dl (B)(6) 2016 11:09 am fasting: yes, 3: 158mg/dl (B)(6) 2016 09:28 am fasting: yes, 4: 115mg/dl (B)(6) 2016 02:16 pm fasting: yes, 5: 191mg/dl (B)(6) 2016 11:41 am fasting: yes, memory concerns: 113 133 158 115 191mg/dl.